Manufacturer narrative:
A5 and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted via direct aortic access in a 78-year-old male for postcardiotomy syndrome and low cardiac output syndrome. The patient¿s medical history was significant for prior coronary artery bypass grafting, aortic valve replacement, as well as a history of cardiopulmonary resuscitation. The patient¿s clinical state prior to initiation of support was reported as scai shock stage e, requiring respiratory support, multiple vasopressor and inotropic therapies, systemic heparin anticoagulation, and additional medical management. The impella 5.5 device was functioning at performance level p-8 with flows of approximately 4.8 liters per minute, as intended. The purge solution consisted of dextrose 5% water with 25 milliequivalents of sodium bicarbonate, infusing at 9.5 milliliters per hour with a purge pressure of 554 millimeters of mercury, as intended. During impella support, it was reported the patient developed hemolyzed labs, hematuria, and increasing creatinine. Imaging was performed to assess pump position with no report of the device contacting the mitral apparatus. It was reported that repositioning was performed as clinically indicated and blood products were administered and hemolysis improved. The impella 5.5 device was not removed due to this event. The patient remained on support until eventual withdrawal of care, and the patient expired. The device was reported to be functioning within expected operating parameters with no evidence of device malfunction or failure. Based on the available information, the hemolysis is most likely multifactorial in origin and may be related to the patient¿s underlying critical illness, severity of cardiogenic shock, anticoagulation status, and the conditions of mechanical circulatory support.